Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had no telemetry with and without the antenna for about a month. It was noted that the caller had changed the batteries. The caller placed the programmer directly over the ins and synced, which did not resolve the issue. The patient was sent a replacement programmer. The caller called back on (B)(6) 2018 to report that the replacement programmer did not resolve the poor communication issue. The caller was redirected to a healthcare provider to check the implant. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had a new implant put in because this was not working and it needed to be replaced. The caller also mentioned the old pp was not making a connection. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.